Event description:
The initial reporter stated that the pump failed the 40 psi test. This test is used to check for potential free flow. They also stated that the pump auxiliary alarm did not operate as expected and did fail to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. [Complaint-(B)(4)].

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and and no non-conformances were found. When the device was returned to mmd for investigation it did pass 40 psi testing, but the bt2 battery did fail, causing the auxiliary alarm to fail. The pump was serviced to correct the issue.

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to moog.

Event description:
The initial reporter stated that the pump failed the 40 psi test. This test is used to check for potential free flow. They also stated that the pump auxiliary alarm did not operate as expected and did fail to alarm. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. (B)(4).